Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8934bck knotless suturetak anchor pulled out of bone during tensioning. This was discovered during a kidner procedure on (B)(6) 2024. Additional information received 4/30/2024: the case was completed using an ar-8981bctj-cp dx knotless swivelock. Since this was a kidner procedure, most of the cortical bone was removed. The bone quality, when drilled after the cortical bone was removed, was soft. The case was delayed about five minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.